Event description:
Meter is not accurate. Comparing readings and getting varying results. Analysis run on clark error grid using mean avg. Reading (344) as ref. Point vs. Bd readings of 545, 143 yielded data points in the c/d zone of the grid, outside of acceptable limits.